Event description:
As reported, a 7mm x 150mm smart vascular superficial femoral artery (sfa) self-expanding stent (ses) was deployed over a non-cordis .014 guidewire in the left distal sfa. During stent deployment, the distal end of the non-cordis guidewire folded behind the stent and became trapped behind the stent. When attempting to remove the non-cordis guidewire from the stent, there was damage to the distal end of the smart stent. Multiple attempts were made to disengage the wire and remove it. Attempts were also made to re-cross the deployed smart stent with an unknown balloon and balloon the distal edge of the stent resulting in further damage to the stent. The non-cordis guidewire was unable to be removed intact and the patient was ultimately transferred to an acute care hospital for vascular surgery where a fem-pop bypass was performed. The right common femoral artery was accessed with a 6f 45cm non-cordis sheath and the left tibial artery was accessed with a 6f rain catheter sheath introducer (csi). A 260cm stiff angled aquatrack guidewire was used during this procedure. This was during a procedure to treat a totally occluded left sfa lesion from the ostial to the popliteal. The lesion had moderate calcification. A non-cordis laser atherectomy device was used to treat the lesion along with a 7mm x 30cm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter prior to stent placement. The smart ses was stored in a temperature-controlled environment within the procedure room and was prepped per the instructions for use (IFU). There was no damage noted to the stent or delivery system prior to use. There was no damage noted to the stent delivery system upon removal from the patient. The operator is a trained user of the smart ses system. There were no difficulties advancing the stent through the sheath, over the guidewire, to the lesion, or across the lesion. No difficulties were noted during stent deployment and no undo force was required. The stent remains implanted and is not available for return.

Manufacturer narrative:
Complaint conclusion: as reported, a 7mm x 150mm smart vascular superficial femoral artery (sfa) self-expanding stent (ses) was deployed over a non-cordis .014 guidewire in the left distal sfa. During stent deployment, the distal end of the non-cordis guidewire folded behind the stent and became trapped behind the stent. When attempting to remove the non-cordis guidewire from the stent, there was damage to the distal end of the smart stent. Multiple attempts were made to disengage the wire and remove it. Attempts were also made to re-cross the deployed smart stent with an unknown balloon and balloon the distal edge of the stent resulting in further damage to the stent. The non-cordis guidewire was unable to be removed intact and the patient was ultimately transferred to an acute care hospital for vascular surgery where a fem-pop bypass was performed. The right common femoral artery was accessed with a 6f 45cm non-cordis sheath and the left tibial artery was accessed with a 6f rain catheter sheath introducer (csi). A 260cm stiff angled aquatrack guidewire was used during this procedure. This was during a procedure to treat a totally occluded left sfa lesion from the ostial to the popliteal. The lesion had moderate calcification. A non-cordis laser atherectomy device was used to treat the lesion along with a 7mm x 30cm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter prior to stent placement. The smart ses was stored in a temperature-controlled environment within the procedure room and was prepped per the instructions for use (IFU). There was no damage noted to the stent or delivery system prior to use. There was no damage noted to the stent delivery system upon removal from the patient. The operator is a trained user of the smart ses system. There were no difficulties advancing the stent through the sheath, over the guidewire, to the lesion, or across the lesion. No difficulties were noted during stent deployment and no undo force was required. The stent remains implanted. Based on the limited information available for review, the events reported of ¿stent damaged¿, device interaction¿, and ¿surgical intervention¿ could not be confirmed. Without the return of the device, and with no images available for review, a cause for these events could not be conclusively determined. It is possible that handling factors caused the guidewire to become trapped behind the stent. That issue consequently led to damage to the stent, and the need for surgical intervention. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. Users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. If resistance was felt and the use of the guidewire continued, this may have led to it becoming entrapped. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.